Event description:
Customer called alleging that when testing their blood sugar the meter does not count down after applying the blood to the test strip. Customer stated there is a "g" symbol on the display. The issue was not resolved with troubleshooting. No adverse event reported.